Event description:
It was reported that the user experienced an episode of elevated blood glucose while using the ilet, with a measured value of 211 mg/dl and no apparent cause identified; the user performed a supply change and received troubleshooting and education, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported injury and no change in clinical status beyond transient hyperglycemia. Investigation included customer interview and technical support review. Investigation of this case revealed no device malfunction identified and user-reported resolution following supply change. It was concluded that the event was related to hyperglycemia with cause unclear and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.